Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14a23095 and h14b26013 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. On an unreported date the patient experienced hypotension. The patient was hospitalized for both indications. It was reported that the peritonitis was manifested by cloudy effluent. On the same day of hospitalization, the patient was treated with vancomycin (1gram, daily) intravenous (IV) for the peritonitis. Two days later, the patient's pd therapy was discontinued and hemodialysis (hd) was started. Four days after hospitalization, vancomycin therapy was discontinued and the patient was discharged from the hospital. The patient was reported to be recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 3 involved in this event.